Manufacturer narrative:
Client reported that she was sitting in her chair waiting for a friend to come over when the chair just collapsed on one side. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).

Event description:
Client reported that she was sitting in her chair waiting for a friend to come over when the chair just collapsed on one side. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged incident occurred in the (B)(6).